Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional width inspection found the lens to be within specification. Dimensional overall length inspection found the lens to be out of specification. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. It is likely that these lenses were inadvertently swapped during return. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+2.0/090 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2020. The lens was explanted later that same day on (B)(6) 2020 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens but the problem was not resolved. See MFR report # 2023826-2020-01935 for replacement lens. The cause of the event was due to excessive vaulting.